Event description:
During lab draw, patient's total parenteral nutrition (tpn) /lipid bifurcate was removed and a curos cap was applied. After lab draw, rn removed curos cap but before the bifurcate could be reconnected, the clear, circular protectant around the connection tip came off, exposing the entire bifurcate's tip w/o the ability to screw back on. Manufacturer response for universal extensions set w/ back check valve, medex (per site reporter) our distributor was notified and they were reaching out to the manufacturer.